Event description:
It was reported that the patient experienced bleeding and the formation of an abscess at the pod's insertion site (back), which was oozing clear fluid. The device had been worn between 25 and 36 hours. The affected area was reported to be painful and red. The patient consulted a doctor, who prescribed synthomycin and mupirocin ointments as treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Manufacturer narrative:
The pod was received fully deployed. No damages or defects were noted to the formed needle, soft cannula, or housing that could have contributed to the reported infusion site events. The exact cause of the reported infusion site events could not be determined. The pod was received fully deployed with evidence of blood on the adhesive pad. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding bruising could not be determined.